Event description:
The customer reported that after multiple sealing cycles, the jaws of the device would no longer open. It was specified that the device did not have to be cut out of tissue, but no further info was available. There was no pt injury. The incident device was returned, and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). A visual inspection of the incident sample showed tissue in-between the jaws. The knife was protruding from the jaws and the jaws had to be pried open. The knife was inspected and revealed the webbing was bent and the knife edge was damaged, indicative of contact with a metal object such as a staple. Engineering evaluations have been able to duplicate the protruding knife by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU also has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.